Manufacturer narrative:
H3: product analysis:evaluation determined that the customer's complaint can be confirmed that it's not possible to lock the burr onto the attachment. The likely cause of failure is due to the lock-unlock twist is stuck. It was also noted that the tube cannot be extended nor retracted due to its dial being stuck, the distal bearing is detached and the tube's laser markings are faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device get broken but it was unspecified where exactly it got broke. It was reported that there was no patient impact.